Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test because of the error messages displayed on the adc freestyle libre sensor and reportedly "took honey" as normally his blood glucose dropped a lot at night. On (B)(6) 2019, customer was "sick and had dry mouth" and was seen at the hospital where a blood glucose reading of 500 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hyperglycemia, hospitalized for 7 days and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test because of the error messages displayed on the adc freestyle libre sensor and reportedly "took honey" as normally his blood glucose dropped a lot at night. On (B)(6) 2019, customer was "sick and had dry mouth" and was seen at the hospital where a blood glucose reading of 500 mg/dl was obtained on an unspecified meter. Customer was diagnosed with hyperglycemia, hospitalized for 7 days and received unspecified treatment. There was no report of death or permanent impairment associated with this event.